Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas and did not initially receive a high glucose alert, with the device configured to alarm after glucose exceeds 300 mg/dl for 90 minutes; a high alert occurred during the call, and the user reported a highest glucose of 311 mg/dl following a recent full supply change and prior device reset for alerts. Symptoms included elevated blood glucose. Outcomes included no medical intervention, no hospitalization, no back-up therapy, and no ketone testing. Investigation included complaint assessment and user education on alert thresholds. Investigation of this case revealed no device malfunction confirmed and cause unclear. It was concluded that the event was consistent with hyperglycemia with unclear cause, and no additional corrective action was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.